Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a suction catheter. The customer reports there is a problem with performance of the 8fr. Suction catheters working sporadically in the nicu. The customer states they were doing patient care (believes she was being intubated) and the catheter would not suction at all. They grabbed another, same lot and that did not work either. The customer reports the 3rd one did work, for the same lot. The patient was a (B)(6).